Manufacturer narrative:
Technician found the right siderail end tube was broken. The technician replaced the siderail end tube to resolve the issue.

Event description:
Technician alleged that side rail would not stay in the upright position. No incident reported.